Manufacturer narrative:
On (B)(6) 2018, the patient was injected off-label bi-laterally under the cheek bones and above the jaw. On (B)(6) 2018, the patient reported to suneva bruising in her right cheek , which began on the day of the injection on (B)(6) 2018, as well as redness, swelling, and tenderness (also in the right cheek) which occuring on the day of the report. She states that it looks like rosacea. There are no issues with the left cheek. She stated on (B)(6) 2018, that after the bruising occurred on the date of injection, the injector prescribed antibiotics (cepehelaxen), as well as aleve, massage and a laser treatment. On (B)(6) 2018, the patient added that the injector had told her they might have hit a vessel during the injection, but were not sure if the patient's symptoms were due to that or if there was an infection. This morning ((B)(6) 2018) the patient also noted blisters that look like white pus on her right cheek. The patient states she is taking keflex now and after consulting with a physician, they also prescribed bacitracin and special bandages. At the most recent contact on (B)(6) 2018, the patient states she has "a prettty bad couple of scars on her cheek." The patient would not allow contact with her injector after multiple attempts. She obtained the record of bellafill injection from her injector and provided the bellafill lot number used in her procedure on (B)(6) 2018 (lot f171023). Manufacturing records for the lot used in the procedure (f171023) were reviewed and the lot met all acceptance criteria upon release. Retained samples from lot f171023 were reviewed and the lot continued to meet release criteria. No issues were noted with lot f171023. The bellafill IFU provides the following precautions: - as with all transcutaneous procedures, bellafill injection carries a risk of infection. The usual precautions associated with injectable materials should be followed. - the use of bellafill in anatomical spaces other than the dermis for correction of nasolabial folds and for acne scars on the cheek has not been studied. The bellafill IFU also contains warning regarding vascular injection "introduction of product into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. . . ." And also post marketing surveillance which includes "adverse events possibly related to intravascular injection," along with potential treatments that were used.

Event description:
Patient with suspected vascular compromise or infection after off-label bellafill injection.

Event description:
Patient with suspected vascular compromise or infection after off-label bellafill injection. Additional info received on 06/29/2018: patient states that an ER doctor has diagnosed "biofilm granuloma" which requires antibiotics.

Manufacturer narrative:
On (B)(6) 2018, the patient was injected off-label bi-laterally under the cheek bones and above the jaw. On (B)(6) 2018, the patient reported to suneva bruising in her right cheek , which began on the day of the injection on (B)(6) 2018, as well as redness, swelling, and tenderness (also in the right cheek) which occuring on the day of the report. She states that it looks like rosacea. There are no issues with the left cheek. She stated on (B)(6) 2018, that after the bruising occurred on the date of injection, the injector prescribed antibiotics (cepehelaxen), as well as aleve, massage and a laser treatment. On (B)(6) 2018, the patient added that the injector had told her they might have hit a vessel during the injection, but were not sure if the patient's symptoms were due to that or if there was an infection. This morning on (B)(6) 2018) the patient also noted blisters that look like white pus on her right cheek. The patient states she is taking keflex now and after consulting with a physician, they also prescribed bacitracin and special bandages. At the most recent contact on (B)(6) 2018, the patient states she has "a pretty bad couple of scars on her cheek." The patient would not allow contact with her injector after multiple attempts. She obtained the record of bellafill injection from her injector and provided the bellafill lot number used in her procedure on (B)(6) 2018 (lot: f171023). Manufacturing records for the lot used in the procedure (f171023) were reviewed and the lot met all acceptance criteria upon release. Retained samples from lot: f171023 were reviewed and the lot continued to meet release criteria. No issues were noted with lot: f171023. The bellafill IFU provides the following precautions: as with all transcutaneous procedures, bellafill injection carries a risk of infection. The usual precautions associated with injectable materials should be followed. The use of bellafill in anatomical spaces other than the dermis for correction of nasolabial folds and for acne scars on the cheek has not been studied. The bellafill IFU also contains warning regarding vascular injection "introduction of product into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction" and also post marketing surveillance which includes "adverse events possibly related to intravascular injection," along with potential treatments that were used. 07/30/2018: follow up #1, additional information: on (B)(6) 2018, the patient relayed that she went to the ER and was diagnosed with "biofilm granuloma". On (B)(6) 2018, the patient also states the ER doctor had prescribed keflex for this diagnosis and that the nodules go away with keflex, then come back. On (B)(6) 2018, the patient also provides permission to contact her bellafill injector: (B)(6), rn, virtual skin spa, (B)(6). As of on (B)(6) 2018, suneva has been unable to obtain additional info from the injector after several attempts, other than the injector believes the issue is an infection. As of on (B)(6) 2018, the patient does not allow contact with the ER doctor who diagnosed "biofilm granuloma" and prescribed antibiotics (keflex). Outcomes attributed to adverse event added hospitalization due to patient's ER visit. Event: added the ER doctor's diagnosis of "biofilm granuloma" . Added granuloma to the terms due to the patient's relay of "biofilm granuloma". If follow-up, what type: added for follow up type: "additional information". Added code 1876-granuloma to patient code. Also updated the method with new coding. Due to coding changes after original emdr submission date of 06/21/2018.